Event description:
A facility reported that during a brain tumor resection, the halo flex arm of the budde halo retractor system (a1040) was not tightening. There was no patient injury; however, there was surgical delay of an hour.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.